Manufacturer narrative:
Document review: amistem h femoral stem size 7 std - ref 01.18.137/lot 103226 (30 stems produced). All parameters were found to be in accordance with the specs valid at the time of manufacturing, included washing and sterilization cycles. The 23 stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the cause of the fracture is highly likely not device related.

Event description:
The femur cracked proximally during stem insertion. The surgeon applied cerclage cables and inserted the same stem.